Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to pyxis even after rebooting. The technical support specialist (tss) found the issue was workflow-related, with two patient entries¿one marked as discharged (adt) and another as a temporary admission that had expired. The temporary entry lacked the correct unit/area assignment, which prevented the data from appearing on the intended station. The user corrected the assignment, and the patient data appeared on the station as expected. The system functioned as intended after the technical support specialist instructed about the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not crossing over. Tried reboot but failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.